Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose levels (400 mg/dl), diabetic ketoacidosis, and dehydration. Customer was treated intravenously. Customer was released within 24 hours with the issue resolved. Customer reported memory loss. There were no issues noted by the customer with the pump, cartridge or infusion set. Customer is no longer using the pump and stated that his body does not agree/adjust to pump therapy.